Event description:
It was reported that when the clamp was opened and the operator of the device tried to flow the chemical solution, the solution did not flow. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00150-00. The date of that submission was 20-feb-2025. B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: received one (1) used. List #21-2961-24, ndl, gripper plus, 22g x .75" (19mm), needleless y-site. As received no damage or anomalies were observed. In attempts to replicate clinical use the female luer was accessed with a syringe with black dye provided by ICU medical. It was observed that dye would not make it into the y-site. Upon further inspection errant solvent was observed at the tube y-site bond. The complaint of no flow can be confirmed. The probable cause is due to errant solvent application during manufacturing in tijuana. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.